Event description:
2002-revision of ankle arthrodesis. Previous hardware/screws removed. Implantation of 11mm x 15cm. Biomet retrograde ankle. Arthrodesis nail inserted right ankle. X-ray showed fractured nail. Four mos later pt consult with orthopedic-states fractured nail. The next month bka of right foot. Two months later nail extracted.